Manufacturer narrative:
(B)(4). D10: qty 2: 211304012 affixus troch jig wing lot unk. Qty 2: 211304032 affixus jig module lot unk. Qty 2: 211304020 affixus tibia jig nosesupra lot unk. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the targeting jig for a tibial nail system did not target the proximal screws during use. There was no patient involvement. Attempts have been made and no further information has been provided.